Event description:
High impedance was observed on the first follow up appointment after recent vns surgery on (B)(6) 2015. Multiple x-rays were taken and reviewed prior to surgery because of a patient's fall in (B)(6) 2014 and no fractures were visible. As the generator was unable to be interrogated, the generator alone was replaced on (B)(6) 2015 (reported in manufacturing report #1644487-2015-04075) .there has been no known additional trauma or manipulation to the device between implant and office visit. No known surgical interventions have occurred to date.

Event description:
Additional information was received that the patient's seizures were found to be non-epileptic seizures. It was stated by the patient that the vns had provided excellent benefit for the pseudo seizures and that patient had noted loss of benefit following his fall. The physician plans to monitor patient while titrating patient off epilepsy medications and leaving the vns disabled.